Event description:
I had lasik surgery in 2007. For 4-5 months after the surgery, my eyes were very dry and I had to apply wetting drops several times a day. Also, my vision for the first few hours after I am up in the morning is not consistently clear. It is somewhat blurry and unfocused. This may be due to having gained a tolerance to the dryness. It gets better as the day progresses. I am assuming that the increased frequency of blinking is keeping my eyes wetter, thus, the improving conditions throughout the day. Now, more than a year later, my eyes always feel as if I have just woken up or been in a very dusty place. My colleagues often ask if I have an allergy or if I got enough sleep the night before.